Event description:
The explanted vns generator was returned for analysis. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was verified. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. The generator was not at end of service. The patient's parents also indicated the patient did not feel vns stimulation prior to the generator replacement. The patient's mother stated the patient "has not had any problems" but wished to replace the generator to avoid any loss of therapy. Attempts for further information from the reporter have been unsuccessful to date.

Event description:
Reporter indicated the increased seizures were first observed in (B)(6) 2012, and on (B)(6) 2012, were also more prolonged. There was a major increase in the number and duration of the seizures. The patient's complex partial seizures "increased massively" and the drop attacks increased moderately. The patient was hospitalized and the generator was replaced as an intervention. The reporter stated the generator was unable to be interrogated, and felt the increased/prolonged seizures were due to an "exhausted vns battery". No causal or contributory vns programming changes, medication changes, or other events precipitated the increased seizures. The patient also had no trauma.

Event description:
It was reported by a physician that a vns patient underwent generator replacement surgery as the generator could not be interrogated. Moreover, the physician indicated the patient experienced an increase in seizures due to unknown reason. At the moment, good faith attempts to obtain further information from the reporting physician have been unsuccessful to date.

Manufacturer narrative:
Type of report, corrected data: the initial MDR report inadvertently omitted the 30-day report designation.

Manufacturer narrative:
Device manufacturing date, corrected data: the initial MDR report inadvertently reported an incomplete manufacturing date. The complete date is provided.

Manufacturer narrative:
Adverse event or product problem, corrected data:the event of increased seizures and subsequent generator replacement was inadvertently reported as a malfunction on the initial MDR report. The event is a serious injury, as medical intervention (generator replacement) was performed for the increased seizures. Type of reportable event, corrected data:the event of increased seizures was inadvertently reported as a malfunction on the initial MDR report. The event is a serious injury.